Manufacturer narrative:
The ventilator was investigated by our distributor. The o2 gas module and control pc board was reportedly replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. Ventilator logs confirms the reported failed pre-use check. Since no parts were returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).